Event description:
It was reported that the right atrial (ra) lead experienced low impedance. The bipolar impedance was lower than unipolar. The lead was also undersensing as the patient was in atrial fibrillation (af) and the lead was unable to sense the p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead, implanted: (B)(6) 2002; sdr303b implantable pulse generator (ipg), implanted: (B)(6) 2002. (B)(4).